Event description:
According to the initial reporter. Partially successful retrieval of a tulip placed 6/7 years ago. One primary strut had fractured and penetrated the aorta. A separate piece of secondary strut was seen just to the right of that. The main body was still intact, however, the hook was embedded in the caval wall and a primary strut attached to the filter's main body had penetrated the duodenum causing the patient abdominal pain. We were able to separate the filter hook from the wall using the loop snare technique then with the 9fr sheath from the gtrs set for added support inside the 16fr x 45 performer sheath used with blunt force to get the legs off the wall and cover the filter for successful retrieval. Due to caval spasm and significant fibrin covering the fractured leg, we were unable to retrieve it, but doc may bring patient back for another attempt once the cava returns to normal. Successful case due to the fact we were able to retrieve the main body of the filter and relieve the patient's abdominal pain. It was further reported that one primary strut fractured at the distal half of the leg and separated from the body of the filter embedding itself in the caval wall. Just to the right of that fractured leg was a portion of a secondary strut also broken off from the filter¿s main body and embedded.